Manufacturer narrative:
The rn had difficulty removing the catheter following a vaginal delivery. The physician pulled on the catheter and it came out without injury to the patient. It was noted that approximately 2ml of fluid remained in the balloon. The balloon was intact. The sample was not returned for evaluation. We have not confirmed the issue or identified a root cause.

Event description:
The rn had difficulty removing the foley catheter and found that the balloon had approximately 2ml of fluid remaining in it.